Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
It was reported that episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.